Manufacturer narrative:
(B)(4). Date of initial report: 09/25/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a liver rf ablation procedure, the patient received a 2nd degree burn at the needle insertion site. The burn was noticed during removal of the electrode. The burn was cooled down with ice. The site reported that during the procedure, they experienced an error indicating high energy occurred.

Manufacturer narrative:
(B)(4). New information: evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.